Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the patient's left side. The 78% stenosed de novo target lesion was located in a non tortuous and moderately calcified arteriovenous (av) shunt. The lesion was eccentrically shaped and measured 5.8mm in length and 6.3mm in diameter. The 6.0 x 40 wanda balloon dilatation catheter was advanced and during the first inflation, the balloon ruptured at 6 atms. The device was removed intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)